Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom 'door not fully latched' alarms", determined to be caused by loose link screws (upper). The condition was eliminated during the evaluation process by adjusting the link screws, with the door performing as expected. The link screws were replaced.

Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no patient incident.